Event description:
The recipient reportedly experienced electrode migration. The recipient intermittently wears the device. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail as well as damaged silicone overmold on the top cover and surgical tool marks on the seam weld. In addition, damaged silicone was observed on the implantable cochlear stimulator (ics) magnet pocket. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the mechanical and electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient is doing well.